Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl 2.5 mg/ml at 1000.01 mg/day (also reported as dilaudid) via an implantable pump for non-malignant pain. It was reported that the patient was undergoing a pump pocket revision on the date of this report to move the pump more medial. The patient¿s skin was thinning at the current location. The issue was resolved at the time of this report and the patient's status was "alive- no injury".  The patient's medical history was asked but unknown.